Event description:
It was reported that the elbow connector is loose, not fitted, falling off to the touch; and the diameter seemed smaller. No patient injury was reported.

Manufacturer narrative:
No additional information was received. Two (2) samples were received in unused conditions without their original packaging. Visual inspection: the sample was visually inspected at a distance of 12 in under normal lighting to received unit, in order to detect any damage on the unit. No discrepancies detected. Functional test: the sample elbow was pulled off from the wye connector in order to detect any abnormality. No discrepancies were detected in the samples. Root cause could not be determined since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).